Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient implanted with a neurostimulator (ins). It was reported that patient had several stimulators implanted. This was his cervical/occipital system. He states that he has not used it for several years. He did have a pump placed and it has helped all of his pain and states that he wanted to have his stimulators removed. Upon removal of right buttock battery, site was infected also. Yellow pus was cultured. Able to remove extensions, but leads were unable to be fully removed. They were cut, above where they connect to extension. Everything was sent to pathology and will be discarded by them due to the possible infection. Hcp had no further information. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: extension. Product ID 3708240, serial# (B)(4). Product ID 3888-56, lot# va1p0wd, product type: lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 09-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.